Manufacturer narrative:
(B)(4). Method: the actual device was not returned. The device history record for the reported lot number, 0202224491, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 2026095-2016-00105 for the first patient. Refer to 2026095-2016-00106 for the second patient. Fill volume: unknown. Flow rate: 2 ml/hr. Procedure: unknown. Cathplace: intravenous. Start time: (B)(6) 2016 at 12:00am. Stop time: (B)(6) 2016 at 10:00pm. A report was received from (B)(6) stating the 48-hour infusion pump infused earlier than expected. The infusion time was reported as 34-hours. No additional information was provided.